Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "extensively coated revision stems in proximally deficient femur: early results in 15 patients" written by sks marya and r thukral published by indian journal of orthopaedics indian j orthop. 2008 jul-sep; 42(3): 287¿293 in 2018 was reviewed for MDR reportability. The article reports upon results of 15 patients who received revision stems due to either failed hip arthroplasty or failed internal fixations. All 15 revision surgeries utilized depuy solution modular femoral component with a 28 mm head with depuy duraloc cup achieving fixation with screws. Articular bearing surface materials not identified. Article notes that all 8 failed cemented thas were being revised for aseptic loosening of the femoral component with severe thinning of the proximal femoral cortices and radiological evidence of impending fractures. The article reports all revision cases received osteotomy and cerclage wiring as part of the planned revision procedure. Five total patients out of 15 were listed with complications in table 1. Three of the five patients were noted to have split fractures associated with the planned osteotomy and experienced no post operative complications. One of the five patients had a superficial infection that self resolved. The last patient of a (B)(6) year old female resulted in a severe comminuted fracture and extension of this fracture distally intraoperatively while hammering the stem. Post cerclage wiring, she was put on long knee brace and her mobilization was delayed.